Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e231 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e231 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a pressure dome membrane leak that occurred during a treatment procedure. The customer stated that they had a problem with the access and needed to flush the lines. The customer reported that they clamped all the lines and flushed the tubing. The customer stated that while flushing the tubing, the collect pressure dome popped of its sensor and a leak occurred. The customer reported that the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient was in stable condition. The kit was not returned for investigation.